Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected restarting or rebooting noted during testing. The pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube.

Event description:
The customer reported via phone call of motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was 186mg/dl. Troubleshoot was conducted. The customer reports the presence of motor position encoder error. The customer states the pump was exposed to x-ray at the airport. The customer was advised the pump would be replaced and returned for analysis.